Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2023 provided. The events of lymphoma - alcl - suspected, seroma - late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cd30 positive lymphoma - alcl - suspected (alk negative not reported or confirmed); seroma; "two reactive axillary lymph nodes, permanent lymphatic drainage and lymph node involvement".

Event description:
Patient´s representative reported "patient noticed a rapid, palpable, painful increase in circumference and hardening of \[patient's]" breast. A clearly visible seroma was detected ultrasonographically as well as suspicion of an implant rupture. The doppler sonography performed there showed intact implants, but a large seroma and two reactive right axillary lymph nodes. Puncture for histopathological evaluation was performed as well as referral for breast MRI, suspicion of bia-alcl was expressed. The MRI was performed but it did not provide a clear diagnosis and sent the available marker findings (including cd30 positive) in advance, which, in connection with the preliminary pathological findings, already indicated a bia-alcl. The pathological reference findings had already been received, which clearly confirmed the presence of bia-alcl. Since the illness, \[patient]" has suffered from significant physical and psychological limitations, including pain, movement restrictions, scar formation, permanent lymphatic drainage, sleep and anxiety disorders, and a disfigured chest situation, which has led to a lasting impairment of \[patient's]" body perception. For further clarification, a pet-CT was performed, which confirmed the diagnosis and showed a possible lymph node involvement. Suspicious lymph nodes were removed at the same time. While the marker of cd30 positive has been reported, the marker of alk negative has not. Affected side is right. The device has been explanted.

Event description:
Patient´s representative reported "patient noticed a rapid, palpable, painful increase in circumference and hardening of her breast. A clearly visible seroma was detected ultrasonographically as well as suspicion of an implant rupture. The doppler sonography performed there showed intact implants, but a large seroma and two reactive right axillary lymph nodes. Puncture for histopathological evaluation was performed as well as referral for breast MRI, suspicion of bia-alcl was expressed. The MRI was performed but it did not provide a clear diagnosis and sent the available marker findings (including cd30 positive) in advance, which, in connection with the preliminary pathological findings, already indicated a bia-alcl. The pathological reference findings had already been received, which clearly confirmed the presence of bia-alcl. Since the illness, she has suffered from significant physical and psychological limitations, including pain, movement restrictions, scar formation, permanent lymphatic drainage, sleep and anxiety disorders, and a disfigured chest situation, which has led to a lasting impairment of her body perception. For further clarification, a pet-CT was performed, which confirmed the diagnosis and showed a possible lymph node involvement. Suspicious lymph nodes were removed at the same time". Patient´s representative later reported "breast increasingly swelled", "large seroma appeared well as two reactive lymph nodes in the axilla", "visible swelling of the lymph node in the axilla", "seroma mass", "baker grade ii capsular fibrosis", "atypical aspirated fluid with evidence of granulocytes and cells of anaplastic large cell lymphoma (alcl)", "malignant neoplasm consisting of atypical cells found especially in the exudate. The tumor cells are large, with pleomorphic atypical nuclei, prominent nucleoli, and moderately abundant cytoplasm. Positive for cd3, cd30, and alk. Negative ", "cytological material is entirely consistent with breast implant-associated anaplastic large cell lymphoma (bia-alcl)." And "fatigue, exhaustion" considered not related to the device. This record is for the right side. Device was explanted.

Manufacturer narrative:
Histopathological testing confirmed markers of cd30+ and alk-, bia-alcl confirmed. The event of lymphoma - alcl is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.